Event description:
"Bearings fell out in tray." Notification from mda (medical devices agency) to ortho express. Mda ref.#20020128.007.4. Details of the incident were as follows: "when packing the midas rex drill, (for sterilization) a ball bearing was noticed in the bottom of the tray. This was passed over to another member of staff who checked the attachment and another ball bearing fell out. The attachment was shaken and another bearing fell out. A brush was passed through and the collet plus three more ball bearings fell from the attachment." Local action taken by the hosp was as follows: "the attachement has been taken out of use and is sealed in a plastic bag along with the bearings. The co (mmr) has been contacted and a loan piece of equipment is being sent to enable the theatre to carry on operating." The report noted there were no injuries to a pt.